Manufacturer narrative:
Event summary: patient data files do not show any system notice on the date of the event. No product was returned for investigation and no malfunction reported. In conclusion, this is a clinical issue that happened post cryoablation procedure. Investigation was not able to be performed due to product not being returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that post cryo ablation procedure the patient suffered a myocardial infarction (mi). The patient required intervention in the cath lab and an extended hospital stay as a result of the mi. Other complications were reported during the intervention for the mi but were unrelated to the cryo ablation procedure or the products used for the ablation procedure. The cryo ablation procedure was completed with cryo and no complications were reported during that procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.